Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient was hospitalized due to seizures, this was not related to the device. The pacemaker system was having difficulty completing a remote interrogation. It was noted that yellow collecting waves were seen on the remote communicator. Troubleshooting efforts were performed. The communicator was power cycled and a successful patient-initiated interrogation was sent. Boston scientific technical services reviewed the available data, the device appears to be operating normally. A right ventricular automatic threshold (rvat) was noted in the logbook confirming loss of capture. The plan is to continue monitoring this patient. This pacemaker and right ventricular lead remains in service and there were no adverse patient effects reported.